Event description:
It was reported that the pump showed a cassette error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. The most probable cause was due to the dso sensor being jammed. The service history review had no indication that the complaint was related to a service of the device within the review period.